Event description:
A (B)(6), male, pt, called zoll customer support to report that his battery charger was not powering up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Eval summary: device eval of charger/modem sn (B)(4) has been completed. The reportable problem (will not power up) was confirmed. Upon investigation, the charger power supply brick was found to be defective. The root cause for the defective power brick was unable to be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement charger/modem.